Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked display window corners, battery tube threads, broken reservoir tube lip, and minor scratched display window.

Event description:
It was reported that there is a crack on the screen of insulin pump. Customer's blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).